Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with post-paced t-wave oversensing (pptwos). No changes were reported. The patient status was unknown.

Manufacturer narrative:
Additional information: b5, e1, e2, e3, g2, h6.

Event description:
New information received notes programming changes were made on the implantable cardioverter defibrillator (ICD) to restore normal parameters. There were no patient consequences.